Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that there is some variation in the sensor values that could be linked to lag or the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care informed the user to continue using the system as they expected the system to stabilize soon. Per dms review, the user is using the system with up-to-date information, and no additional concern was reported from the user.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.